Event description:
--

Event description:
Boston scientific received information that during the implant procedure as the physician was suturing down the right ventricular (rv) lead and closing the pocket, he noticed some noise on the electrogram. The lead was disconnected from the device, cleaned and re-attached. However there was still noise present. Thus the physician requested a new device. When the new device and same rv lead were connected, there were no further observations of noise. This device was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.